Event description:
It was reported that this inflatable penile prosthesis exhibited tearing of the outer layer of one of the cylinders; therefore, the device was removed. There were no patient complications reported.